Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Sc-1160 sn: (B)(4). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The device revealed normal device characteristics. Hence, the probable cause selected for this complaint is no problem detected.

Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming. The patient underwent a full system replacement and the ipg was returned for analysis.